Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that the following led to the malfunction: since leakage occurred, reprocessing could not be completed so the foreign material remained on the tip. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cysto-nephro videoscope exhibited foreign material at distal end around the objective lens and at the end of channel, which was attributed to insufficient or incorrect reprocessing of the scope. There were no reports or patient harm or impact associated with this event.